Event description:
It was reported to ge that the collimator lamp exploded causing the glass to fall on the pt. The glass started to burn the pt's gown. The technologist picked up the glass off the pt, burning her thumb and index finger. The pt was not injured. The technologist did not require medical attention. The device was improved in forward production in april, 1998 and a field kit was developed to protect against lamp explosion in distributed products. The field engineer applied the kit and the unit was returned to service.